Event description:
I was feeling nauseous, intermittent migraine, and lethargy, multiple times in the work place. Our anesthesia machine was isoflurane and was switched to sevoflurane mid (B)(6) 2021 and intermittently was smelling sevoflurane gas during procedure and the staff started have intermittent head aches and feeling unwell. We found out 4 weeks later we found the anesthesia machine was originally hooked up incorrectly to the scavenging system. On the day of (B)(6) 2021 during work I had a migraine and was very lethargic that required me to have a nap after work, which was very unusual for me. After the 2 hours nap I didn't feel well, nauseous but forced myself to eat something for dinner (had an apple with peanut butter just so I had something to eat, then I put my kids to bed and I had a seizure that night. I was taken by ambulance and another seizure was noted on the eeg that was done at the hospital.